Event description:
Allegedly the patient was revised due to unknown complications. ((B)(6)2012- 1st revision) allegedly the patient was revised due to cocr corrosion (17080128-17080131). Cup was not revised until (B)(6)2015.